Event description:
A malfunction was reported with the pump, identified by malfunction code malf 0, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The pump was not resettable, so the customer was instructed to store the pump and return it to tandem using a pre-paid label within 10 days, while technical support arranged for a replacement pump to be sent. The customer was also advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.